Manufacturer narrative:
(B)(6) a follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that "the device failed self-test". There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Analysis was performed by rse (remote service engineer) which found that the device was error on operational check because of therapy board and processor board failure. After replacing 4564489071 dfm100 assy processor and 453564489061 dfm100 assy therapy by dealer, issue resolved